Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 85% to 10% after being connected to a power source. In addition, the customer was unable to charge the pump despite the attempt of multiple wall adapters. Customer reported blood glucose (bg) level was 62 (mg/dl). The customer consumed soda and a cookie to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.